Event description:
On (B)(4) 2012, leica microsystems received a complaint from the providence health system regarding sub-optimal processing from a protocol(s) completed using peloris tissue processor serial number (B)(4). On (B)(4) 2012, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable. Investigation of this complaint by leica microsystems is continuing.